Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar surgical procedure, it was observed that the motor device was displaying an e8 error code and was working intermittently. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an e8 error code was confirmed. The condition that the device was working intermittently could not be confirmed, since the device did not run. An assessment was performed and it was determined that the motor was worn out causing the e8 error and the device to not run. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor. If additional information should become available, a supplemental medwatch will be submitted accordingly.